Manufacturer narrative:
Patient height: 170 cm. Manufacturing site evaluation: the product arrived in a contaminated condition. The instrument exhibits no outward damaged or defects. Investigation- the jaw had no abnormalities like burned or charred peak. The mechanical clamping and cutting functions worked well. In the next step we connected the instrument to a generator and checked the electrical functions: activation results were ok. In the next step we checked the function and resistance of the system. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over it. With the voltage drop and the well-known current, it is possible to calculate the real resistance on load operation. Load operation: the upper limit of the resistance of the complete instrument is 4,0 and the determined value therefore in specification. Next with a clearance gauge we checked the clearance between the upper and the lower jaw in closed position; the values are within specification. Batch history review - the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - the root cause for the problem is most likely usage and/or patient related. Rationale - because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters, it appears that it is a usage and/or patient related error. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage). Blood clotting disorder (patient). Cutting before the end of sealing cycle signal (usage). All instruments are tested on their electrical and physical properties. A material failure or a manufacturing error can be excluded. There is no CAPA necessary.

Event description:
It was reported that there was an issue with the maryland dissector. During a laparoscopic esophagectomy surgery, the device was not functioning correctly and did not coagulate. It was noted that there was no error message and it had been used in both standard and plus modes. Another sterile dissector was opened and used instead to complete the procedure. There was a delay of 45 minutes due to the malfunction. Measures were taken to avoid patient harm as bleeding had occurred.